Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter number.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported that during a chemotherapy infusion a leak was noted coming out from the filter in the filter line. The nurse continued to flush the line and still, leaking occurred. The product was stored in boxes on the shelves in a closed store room. He administration set had no cuts, holes or defects noted on the product. They have found the administration set was leaking, also they have the faulty sample that can be returned for further investigation. They think the staff spotted it before the unprotected chemo exposure. The staff was wearing examination gloves and they don¿t think patient had any contact with the leaking part of the administration set. No report of any patient harm.

Manufacturer narrative:
Three pictures were returned showing the inline filter leaking from the outlet filter. Received one (1) used list #140149291 primary plum set. As received no damage or anomalies were noted. The inline filter was leak tested per specifications. A leak was observed at 2psi from the outlet filter. Green dye was infused through the sample in attempts to identify the cause of the leak. Was unable to replicate the leak. The complaint of fluid coming out from the filter in the filter line can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use.